Manufacturer narrative:
Citation: van der boon rm. Trends in the occurrence of new conduction abnormalities after transcatheter aortic valve implantation. Catheter cardiovasc interv. 2015 apr;85(5):e144-52. Doi: 10.1002/ccd.25765. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding new conduction abnormalities after transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2006 and 2011. The study population included 549 patients (predominantly female; mean age 80 years), 272 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 8 deaths occurred intra or post-operatively due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: left bundle branch block (lbbb) and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.